Event description:
It was reported that the patient experienced elevated blood glucose levels exceeding 500 mg/dl due to insulin leaking from the infusion set site. The event was resolved by changing the cassette, infusion set tubing, infusion set site, and administering a manual insulin injection. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.